Manufacturer narrative:
Problem code captures the reportable event of carrier detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device did not penetrate the tissue because the capio carrier detached on the patient's left side. The detached piece was removed from the patient. It is unknown how the detached carrier was removed from the patient. The procedure was completed with another uphold lite with capio slim device. There is no known impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device did not penetrate the tissue because the capio carrier detached on the patient's left side. The detached piece was removed from the patient. It is unknown how the detached carrier was removed from the patient. The procedure was completed with another uphold lite with capio slim device. There is no known impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Blocks f10 and h6: problem code 2907 captures the reportable event of carrier detachment. Correction to block g1: manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard, jefferson in, 47130 USA. A visual examination of the returned capio slim suture capturing device and mesh assembly was performed. There was no damaged noted to the mesh material itself. The leader loops were intact. On both dilators, no damage was noted; the darts and sutures were intact. Regarding the capio slim suture capturing device, a portion of the carrier was received detached, confirming the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for the carrier break issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "carrier broken." Per the investigation, it was determined that material brittleness is the root cause to the carrier breaking, as evidenced by the brittle cracks in the material detected in the complaint units. The material brittleness is an inherent property determined by the heat treatment used for the parts. The heat treatment correction was implemented in capio pfr kits, that include capio slim devices manufactured from lot # 22582322 onward. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.